Manufacturer narrative:
The customer reported the touch screen was replaced to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen does not respond when trying to silence the alarm and the touch screen is unable to be calibrated. The customer reported there was no patient involvement.